Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(4) 2013 to report that on date of report, she removed the sensor pod from her body during the insertion process due to bleeding. Patient removed the sensor pod from her body without the transmitter attached, which is a practice against cgm's user's guide recommendations. Upon removal of the sensor pod, the sensor wire remained protruding from insertion site. Patient was able to remove the sensor wire from her skin. No medical intervention was required. At the time of her call with technical support, patient reported bruising at the sensor insertion site, but that she was in fine condition.